Manufacturer narrative:
A follow up was performed with the key market (km), and responder reported that the issue was confirmed by the service engineer (se). The km responder noted that the touchscreen was replaced to resolve the issue.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's accept button was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.